Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 2 mg/ml at 0.3804 mg/day via an implanted pump for an unknown indication for use. It was reported the catheter did not aspirate during a dye study since the patient was experiencing increased pain after increasing the dose in the pump. The patient did not experience any withdrawal symptoms or anything like that, just increased pain. The patient reported the patient had not fallen or experienced any factors that would have contributed to the inadequate aspiration of the catheter. The pump was interrogated without any issues, all material was reviewed that was on the tablet and calculations were performed in the case a bolus was given when contrast was pushed through the catheter. The pump was then prepped accordingly for a dye study and the physician performed the access to the catheter access port (cap) chamber access port via needle access under fluoro guidance. A catheter revision and pocket exploration were being scheduled with the doctor, but had no date set as of yet. The rep would send feedback, along with any findings, when catheter revision had been scheduled and completed. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2023; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 09-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that surgery did occur on (B)(6) 2024 and the surgeon cut down to the pump and tried aspirating through the cap. The pump aspirated just fine so they reimplanted the pump and made sure it aspirated more with the pump implanted. It was reported that the cause of the inability to aspirate the catheter and the increased pain was not determined. The managing physician was exploring new dosing strategies.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that the patient was scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.